Manufacturer narrative:
The consumer's complaint could not be confirmed. The consumer did not return the glucose meter or the test strips in question. Although the consumer did not return the blood glucose test strips in question, qa retain test strips from the same lot were utilized to complete the investigation. Results obtained were within specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.

Manufacturer narrative:
During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. Test strip lot # 1020515119 expiration date: 4/30/2017. Control solution lot # 1030115146 csr 82-127 mg/dl. Per label copy/ package insert high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter and test strips will be returned for evaluation.

Event description:
Bg= blood glucose. Consumer called in concerned about his high bg results: (B)(6) 2016 @ 12:24 pm bg 213 mg/dl. *consumer received a bolus of 16.1 units of insulin, in addition to his regular dose. (B)(6) 2016 @ 07:54 pm bg 202 mg/dl. Using the nml meter, result in question. - *consumer received a bolus of 11.7 units of insulin, in addition to his regular dose based on the 202 mg/dl result